Manufacturer narrative:
Batch review performed on 02 january 2023:lot 2243167: 80 items manufactured and released on 14-dec-2022. Expiration date: 2027-11-29. No anomalies found related to the problem. To date, 70 items of the same lot have been sold without any similar reported event in the period of review.additional component involved:ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot. 2301209: 199 items manufactured and released on 08-feb-2023. Expiration date: 2028-01-28. No anomalies found related to the problem. To date, 179 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery due to instability due to a leg length discrepancy and the cause is unknown. At about 9 months from primary the surgeon revised the head and liner and the surgery was completed successfully.